Manufacturer narrative:
Additional information: correction: product serial number updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the procedure was completed without impact on patient outcome. Additionally, it was estimated that the procedure was delayed by ten to fifteen minutes due to the reported issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis provided insufficient information to determine root cause of the reported behavior. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), an imprecision of 3-5 millimeters was observed on both planes. It was noted that the imprecision was observed when returning to the skull base after being accurate arterially prior to the procedure. It was noted there was a 3.5mm long skull base and that registration was done properly. There was no reported impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.